Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of an anterior and posterior repair, enterocele repair with mesh x 2, colpopexy, vaginal extraperitoneal with mesh, mesh insertion for pelvic floor defect x 2, excision of external hemorrhoid remnants, excision of urethral caruncle performed during mesh implantation. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse, a lateral cystocele, a midline cystocele, an enterocele, a rectocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. The patient underwent mesh implantation on (B)(6) 2008 in order to treat stress urinary incontinence. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-02223. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02223. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2008 due to sui. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, dribbling, urinary urgency and urinary retention.